Event description:
No additional information.

Manufacturer narrative:
One sample of a 1 ml ll syringe (p/n 309628) was received and evaluated. The fully assembled loose sample presented severe damage to the stopper, completely affecting function and form. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The potential root cause for the damaged stopper defect is associated with the assembly process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok stopper was defective / damaged. The following information was provided by the initial reporter translated from swedish to english: manufacturing defect of the rubber piston deformed and detaches from the piston. Additional information provided: could you please provide a date of event? (B)(6) 2024 we would like you to confirm if any samples are available for investigation. If yes, could you please specify if the samples are: yes unused (before use) yes used (during or after use) important: if used, please confirm if the samples are contaminated with blood or cytotoxic medication. If you have retained a sample for investigation, please provide us with the pick-up address company: (B)(6). City: (B)(6) collection point: (B)(6) country: sweden (B)(6). Contact name: (B)(6) address line 2 (building, floor) phone number: department email address (B)(6). Post code: